Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the flexible screwdriver broke during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
Returned product is within specifications where measured. As returned, the flexible portion of the product is broken, and there is wear below the hex end. Device history records and lots were reviewed and found to be conforming during the time of manufacture. This device is used for treatment. The surgical technique notes "if using the flexible captured set screw driver make sure that it is not used at an angle greater than 40°. If it is used at an angle greater than 40°, it may be damaged." The exact cause of device failure is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.